Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a pinhole leak was identified in the balloon. The pinhole was located approximately 9mm distal to the distal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 80% stenosed lesion was located in a mildly tortuous and moderately calcified left circumflex artery. The 2.0 x 20mm maverick2 monorail balloon catheter was inflated to 12 atms and the balloon "broke". On fluoroscopy, it was noted that there was dye outflow from the balloon. This balloon was removed and exchanged for a 3.0 x 20mm quantum balloon catheter. This balloon was inflated without incident. A 3.0 x 32mm taxus liberte was implanted to complete the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 80% stenosed lesion was located in a mildly tortuous and moderately calcified left circumflex artery. The 2.0 x 20mm maverick2 monorail balloon catheter was inflated to 12 atms and the balloon "broke". On fluoroscopy, it was noted that there was dye outflow from the balloon. This balloon was removed and exchanged for a 3.0 x 20mm quantum balloon catheter. This balloon was inflated without incident. A 3.0 x 32mm taxus liberte was implanted to complete the procedure. No patient complications were reported and the patient's status is stable.